Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both sides of the implant using invision implants. Patient had continued pain and CT scan suggests some loosening of at least the tibial component.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both sides of the implant using invision implants. Patient had continued pain and CT scan suggests some loosening of at least the tibial component.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and an examination of the CT scans did not find evidence of loosening of the tar components. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there are no signs of loosening and or damage of any of the tar components. There are however many screws (4) in the talocalcaneal region, with one of the screws perforating the talar head on the dorsal side. The anterior part of the talocalcaneal joint is not fused, the posterior part is.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.